Event description:
Post-op day 1, 24 hours later the pump was discovered to be completely empty of medication. Confirmed by nurse, patient and np. Fill volume 400 ml. Cb004 was set at 10 ml/hr.

Manufacturer narrative:
Eval summary: the device involved in this incident was discarded by the customer; therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. In addition, the lot number of the device was not known; therefore, we are unable to evaluate retain devices for possible failure analysis (i.e. Fast flow), and research lot history for similar complaints and/or investigations for that particular lot. If additional info that is pertient to this event becomes available, I-flow will submit a follow-up report.